Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of malposition and erosion were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented for routine follow-up at which time distal erosion of the right cylinder was observed. The cylinders and pump were explanted and replaced with new components while the reservoir was drained and refilled. The device was tested and found to function as expected. It was noted the patient had poor tissue quality which may have contributed to the erosion. No further patient complications were reported.